Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient, was has a history of asthma, was taken by ambiulance to the hospital for difficulty breathing when in ER , the blood glucose was noted to be 512 mg/dl. Patient was given a breathing treatment and was started on IV fluids, given insulin theough IV and injections. Power loss to the pump was noted, and when a new battery was inserted the problem resolved. Patient tested positive for moderate ketones and has ymptoms of increased thirst, increased hunger, being tired, and nausea. Patient is currently off pump and will be admitted to the ICU. This complaint is being reported as the patient experienced hyperglycemia related to the power loss.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings:.#1. The black box shows a replace cartridge alarm on (B)(6) 2017 at 18:31 followed by a por event; deliveries resumed at (B)(6) 2017 at 09:45. Battery compartment is cracked on the side from threads to cover and cracked above the bumper pad..#2. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads. The cap was unable to maintain electrical connection, reported ¿intermittent power¿ complaint was duplicated..#3. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24 hr duration test; no por¿s were duplicated during this time..#4. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.